Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after stapling twice, the staples stopped bending. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1500670 was manufactured on 10/05/2015 a total of (B)(4) pieces. Lot was released on 10/08/2015. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination revealed that the staples are misaligned. Approximately 30 staples remain in the cartridge indicating that 5 staples were fired by the end user. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. An attempt was made to fire the staples. However, the staples will not load into the forming tool. The misaligned staples at the patient end are blocking the staples from moving down the track. The stapler will not fire. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples not bending was confirmed based upon the sample received. The staples at the patient end of the stapler were found to be misaligned which prevents the staples from moving down its track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 30 of the 35 staples left in the cartridge indicating that the stapler was fired 5 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: after stapling twice, the staples stopped bending. The patient's condition was reported as fine.